Event description:
Philips received a complaint by the product investigation lab (pi) on the v60 indicating that the removed flow sensor assembly was returned and that the pil technician installed the flow sensor assembly into a pi ventilator to duplicate the reported issue. Visual inspection of the flow sensor assembly revealed no evidence of damage or contamination. The pil tech verified that with the temp install of the suspect flow sensor assembly, error codes e/c 110f and e/c 1208 were generated after the diagnostics portion of stb operation. Pil tech verified that they were due to issues stemming from the oxygen sensor pca portion of the flow sensor assembly. The pil tech verified that the voltage emitted from pin 1 of u5 is resulting in a much lower voltage of 22 millivolts, instead of the required 250 millivolts used as a monitor voltage at pin 5 of u2. This is due to a 1.52 k ohm short on u5 pin 1 (output voltage pin), causing the incorrect voltage. The correct resistance on pin 1 of u5 should be 463 k ohms, which would allow for the correct 250 millivolt reference voltage used by u2 pin 5, which allows for correct flow sensor assembly operation. E/c 110f and e/c 1208 are the result of a faulty o2 flow sensor due to a shorted 22 millivolt reference voltage being emitted by pin 1 of u5 which is being used as a reference voltage on u2 pin 5. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.